Event description:
One patient with discrepant glucose results. Initial results not reported, patient not adversely affected. Repeat results occurred on different analyzer (same methodology). Initial glucose result 0 mg/dl, repeated 108 mg/dl and 107 mg/dl. The field service representative found the cause of the discrepancy to be a misaligned reagent probe which was realigned. Performance tests were performed and within specification.